Event description:
Health care professional (hcp) reports a blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss of 250cc reported with this event. Dialyzer was reused 2 times prior to this report. Health care professional reports no pt injury or need for medical intervention.